Event description:
It was reported the physician was performing an arthroscopic procedure using a coblator ii surgery system. Intra-operative, the system would power off on its own and work intermittently. The physician was able to complete the procedure with a back-up coblator on site. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.